Event description:
Reportedly, when the subject programmer was switched on, the screen remained pink and black.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the subject programmer was switched on, the screen remained pink and black.